Event description:
A caller reported that her husband was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Caller further reported that she took her husband to an emergency room last week and obtained unspecified treatment. No additional information was provided by the caller as she refused to troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this is a correction: section h2, h3 and h10 has been updated with the correct information and investigation findings.

Event description:
A caller reported that her husband was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Caller further reported that she took her husband to an emergency room last week and obtained unspecified treatment. No additional information was provided by the caller as she refused to troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this is a correction: section g4 was incorrectly documented in follow up #1. The correct g4 date should have been (B)(6) 2020. G4 has been updated with today's date (B)(6) 2020) as this is the g4 date error was found on follow up #1.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her husband was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Caller further reported that she took her husband to an emergency room last week and obtained unspecified treatment. No additional information was provided by the caller as she refused to troubleshoot further. There was no report of death or permanent impairment associated with this event.